Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding err67 which was related to incident.. A global receiver functional test was performed on the receiver and it passed, finding no failure. The complaint of 050 initializing screen without manual restart was confirmed. The root cause could not be determined post investigation.